Event description:
It was reported that a patient had a removal/revision surgery of universal spine system (uss) hardware due to postoperative patient pain on (B)(6) 2014. Original surgery was performed on (B)(6) 2013 to treat a pelvic fracture. It was observed on an unknown date that the patient had a broken rod on the left side between the s1 and iliac screw levels. The patient had a broken left iliac screw. The screw was broken off at the base of the head of the uss screw. Surgeon additionally reported that the patient had a sacral non-union. Surgeon explanted all the uss hardware with the exception of the left iliac screw fragment that the surgeon was unable to remove. Surgeon commented that the nuts on both s1 level seemed loose during explant. Surgeon revised the patient to new 1.0mm larger diameter screws at the l4, l5 and s1 level positions. All revised screws were 1.0mm larger diameter than the ones that were removed. The surgeon replaced the right iliac screw with the same 8.0 x 120mm screw he removed, for the left iliac screw positioned next to the broken screw, the surgeon placed a 7.0 x 100mm along the broken screw. The surgeon also revised patient with new rods and completed the procedure successfully. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: mni. Original implant reported as only (B)(6) 2013. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.